Event description:
The spinal cord stimulation (scs) device was replaced due to inadequate stimulation, which consequently led to the patient experiencing reduced effectiveness in pain relief. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. Postoperatively, the patient received pain area coverage and reported improved pain relief with the new ipg. The ipg was retained by the medical facility and will not be returned for analysis.